Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no damage to the instrument tips, nor did the device move in the opposite direction or with uncontrolled motion. The instrument did not remain static, nor were the jaws misaligned. The jaws were not able to grasp the tissue properly due to inadequate grip. There were no broken or damaged cables. There were issues related to the opening and closing of the grips. There were no issues related to the left/right or up/down motion of the wrist. No fragments fell inside the patients anatomy. The procedure was completed with a backup device. No images are available for review. The device is available for isi evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end.